Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Customer reported that while checking the cuff prior to use on a patient, air leak occurred. No additional information was provided regarding pre-testing efforts however; the sample is expected to be returned for analysis.

Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a small cut.

Event description:
Customer reported that while checking the cuff prior to use on a patient, air leak occurred. No additional information was provided regarding pre-testing efforts however; the sample is expected to be returned for analysis.